Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. Post implant by an intracardiac echo (ice) a clot was visualized on the coumadin ridge. The patient was put on heparin drip. The physician wants the patient to stay overnight at least. The patient was discharged free from issues.